Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that increased pacing thresholds and varied r-wave sensing were observed. The lead was capped and replaced.

Event description:
It was reported that the lead impedance was out of range, high. Noise was not observed with isometric testing. No additional changes were made at this time. The lead will continue to be monitored.